Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): syringe blocked. With higher pressure content leaked uncontrolled. As the syringe are use for blood, the blood splashed out so that the staff, walls, laptops and curtains were contaminated.

Manufacturer narrative:
(B)(4). The (B)(4) original unused packed inject 2 ml syringes were received. The (B)(4) samples were subjected to a visual examination. Damages were not detected. Afterwards the piston impact force, the sliding force during aspiration as well as the sliding force during injection was tested on (B)(4) samples. The values were within specifications. The review of the batch and manufacturing records revealed no abnormalities. The samples are within our specifications. (B)(4).